Event description:
It was reported that this patient presented to the emergency department with this implantable pacemaker experiencing palpitations due to possible pacemaker syndrome. The physician noted the device had entered safety mode and the patient was admitted to the hospital while awaiting a device revision procedure. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.